Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung cyst resection in a wedge segmental procedure, after the green button was pressed, the firing could not be performed. New reload was used to complete the case. The event occurred during the procedure, but the product was not used for patient.